Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c37, that has a similar product distributed in the us, list number 01l79. (B)(4).

Event description:
The customer describes (B)(6) architect (B)(6) assay results of 0.59, 0.63, 0.58, 0.60 and 0.57 s/co for one patient who tests (B)(6) on the roche platform and by western blot. There is no reported impact to patient management.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.

Manufacturer narrative:
The returned specimens ((B)(6) were tested with in-house retained reagent packs of architect (B)(6) reagent lot 62098li00 since the reagent lot used by the customer (lot 58212li00) had expired. Both samples were also tested by the inno lia (B)(6) score and mikrogen recomline (B)(6) methods. The following results were generated: sid (B)(6): architect (B)(6) result: (B)(6). Inno lia tm (B)(6) score: (B)(6). Mikrogen recomline (B)(6): (B)(6) conclusion: unable to categorize. Sid (B)(6): architect (B)(6) result: (B)(6). Inno-lia tm (B)(6) score: (B)(6). Mikrogen recomline (B)(6): (B)(6). Conclusion: unable to categorize. Since supplemental testing results were discordant, the presence of antibodies to (B)(6) is inconclusive for the return samples (B)(6). Retained in-house file reagents of lots 58212li00 and 62098li00 were tested in a sensitivity setup. The results did not implicate that the sensitivity performance of either lot is negatively impacted. Also, positive control and panel sensitivity results met specifications with no false nonreactive results generated. Clinical sensitivity was also evaluated against two commercially available seroconversion panels. Both lots met all specifications indicating acceptable performance. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect (B)(6) assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.